Manufacturer narrative:
On february 5, 2026, senseonics was made aware that the user began receiving repeated glucose suspend alerts on the 307th day after insertion. The sensor was subsequently returned to senseonics for evaluation. Visual inspection of the returned device identified damage to the hydrogel on one end of the sensor. The damage observed on the hydrogel is most likely caused by excessive force applied by the removal clamps during the explant of the sensor and is not related to the customer's issue. Functional testing was inconclusive on the long-end channels due to the hyrogel damage, however, the short-end channels were not affected, as sufficient hydrogel coverage remained. In-house testing identified a decline in the sensor signal, consistent with oxidation of the glucose-indicating component in the sensor hydrogel. Sensor performance over time. Review of in-vivo sensor data in the data management system showed a progressive decrease in signal strength across channels, with glucose suspend alerts occurring when sensor output fell below expected operating thresholds. The user was offered a sensor replacement as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 23, 2026, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.